Event description:
It was reported that customer experienced recurring high blood glucose levels, including an event earlier in the day where the meter displayed a "high" reading but no specific value was known and the cause was unknown. Customer changed infusion set and cartridge to address high blood glucose, confirmed use of control iq feature, did not seek help from a third party, and declined further troubleshooting, while technical support advised customer to consult healthcare provider about factors affecting blood glucose and then closed case.